Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 22 of the patient's mouth. Details of surgery: ridge augmentation and immediate extraction site. On (B)(6) 2019 , non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain, mobility, swelling and inflammation. No further patient complications were reported.